Manufacturer narrative:
Update: b5, d9, h6. The returned plate fragments confirmed a postoperative plate fracture, with visual and sem analyses indicating high bending forces, low cycle fatigue, and a forced fracture likely caused by prolonged stress due to persistent non-healing. Since the plate had been under functional stress for approximately one year¿well beyond the intended support period of 2¿3 months¿and one fragment had already fractured, the remaining plate section was subjected to increased stress, resulting in further fractures. Based on the investigation, there are no indications of a incorrectly working product or problems with the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a custom plate is fractured.